Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician reviewed the patient's chest x-ray and noted that the left ventricular lead was dislodged. The lead was explanted and replaced successfully and would not be returned. The patient was in good condition before, during and after the procedure.